Event description:
Medtronic received a report that a solitaire encountered resistance during and kinked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The solitaire was used during an emergency intracranial artery thrombectomy. After the nurse opened the package, vented and hydrated normally, the stent was pushed into the rebar-18 microcatheter (lot number: b751936). During the process of pushing the stent, when it entered the connection between the y valve and the microcatheter, the patient's blood vessels were tortuous and had a type iii arch. When the stent was pushed to the ophthalmic artery segment, there was a clear sense of obstruction. The assistant took out the stent and rehydrated it. When taking it out, it was found that the stent was kinked. As the operation time was tight, it was replaced with a product of the same model. The operation was successfully completed without causing any adverse effects on the patient. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the lesion characteristics were middle cerebral artery occlusion. A continuous saline flush was administered and maintained as indicated in the IFU.